Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/11/2014 with the following findings: the reported event, of an intermittent-power issue, could not be adequately investigated due to a recurring alarm, thus no conclusions could be made in this regard. There were multiple explicable reboot events in the black box data. Visual inspection revealed that the battery compartment was cracked, and moisture was present behind the display lens. The pump powered on with the returned battery cap, which was able to properly attach to the pump per the instructions for use. All of the battery cap contact measurements were within the specifications. The pump failed a leak test due to the aforementioned battery compartment damage. The pump case was removed, and evidence of moisture damage was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.